Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details. B3. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that rotapro burr was stuck to the rotawire. The target lesion was located in the ositial right coronary artery. A rotawire drive and rotapro were selected for use. During the procedure, the burr was stuck to the wire after removing the device using dynaglide to retract it outside of the sheath. The devices were removed from the patient in one piece using standard technique. There were no complications and patient is expected to fully recover.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details. B3. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that rotapro burr was stuck to the rotawire. The target lesion was located in the ositial right coronary artery. A rotawire drive and rotapro were selected for use. During the procedure, the burr was stuck to the wire after removing the device using dynaglide to retract it outside of the sheath. The devices were removed from the patient in one piece using standard technique. There were no complications and patient is expected to fully recover. It was further reported that the guidewire was potentially kinked causing the burr to get stuck.